Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that while she was swimming with pump in ocean, the pump started vibrating. She states when she was able she changed the battery, but pump would not power back on. The keypad is reportedly intact, no visible cracks in pump or moisture or corrosion in battery compartment. The reporter cannot recall when battery cap was changed. Reporter notes there was fogginess behind the display. This complaint is being reported due to the allegation that the pump will not power on. There is no reported adverse event related to this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the pump would not power on. A leak test was performed and a display lens seal leak was observed. There was evidence of internal moisture observed inside the pump. Additional investigation could not be completed due to inability to power on the pump.